Event description:
It was reported to vyaire medical that when the microblender is running at 50lpm or above on the auxiliary port and trying to get to 100% to check the tolerance, the blender starts alarming. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for evaluation. Therefore, no root cause could be determined. However, technical support advised the customer to check the ball, it may be coming off the seat bypass and when he goes to the higher flows it is causing the unit to alarm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.